Event description:
The 1/8" drill bit out of triathlon miscellaneous tray split in two pieces.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A material analysis concluded that the in mixed-mode overload while in right-handed rotation. Multiple loading cycles likely contributed to the fracture. The eds spectrum of the material was consistent with the (B)(4). No material defects were observed on any device features examined. The reported device was manufactured and accepted into final stock with no reported discrepancies. There have been other similar events reported for this manufacturing lot. The investigation concluded that the drill bit fracture was caused by multiple loading cycles as stated in the material analysis report. As the device was manufactured in 2004 the failure was consistent with the device having reached its maximum life expectancy.

Event description:
1/8" drill bit out of triathlon miscellaneous tray split in two pieces.